Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient blood sugars had been going low and want to lower the intake of insulin. The patient blood glucose levels were reported as 29 mg/dl. No further information available